Event description:
It was reported that a user of the ilet bionic pancreas experienced postprandial hyperglycemia and believed the device was not delivering sufficient meal insulin, leading the user to enter multiple meal announcements as a corrective action; the case involved device use without alarms and customer education on appropriate meal announcement practices. Symptoms included hyperglycemia peaking at 401 mg/dl. Outcomes included no hospitalization and no medical interventions beyond user coaching. Investigation included technical review and user education on proper use and algorithm interaction. Investigation of this case revealed that repeated meal announcements could maladapt the dosing algorithm and contribute to persistent hyperglycemia. It was concluded that the event was related to use error involving multiple meal announcements rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.